Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the patient presented at the ER for chest pain. Interrogation with programmer indicated a drop in sensing and impedance, as well as noise on the lead. Patient was admitted to the hospital for infection of the system, echo was performed and showed vegetation on the rv lead. The lead was explanted. On (B)(6) 2021 it was reported that the patient expired due to complications that were not related to the lead.